Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an external cardiac pacing lead was placed in a patient according to the usual procedure. After placement of the pacel bipolar pacing catheter and verification of the correct positioning by ultrasound control, the stimulation was initiated in accordance with the programmed settings. No changes in heart rate were observed as expected. On the other hand, rhythmic muscle contractions of the right leg (the side of the catheter insertion) were observed. These contractions were synchronized with the programmed frequency of the pacing lead that suggested a diffusion of the electrical impulse to the periphery rather than an efficient cardiac capture. It was noted that echography was used to confirm placement of the device. It was noted that the patient was pacing dependent with the pacel catheter and indicated an allegation that the pacel balloon sent incorrect pace energy. Another unspecified device was used to complete the procedure. There were no adverse patient effects.